Event description:
It was reported the device reached 'abnormal' (permature) battery depletion and the rv lead had a progressive threshold rise. The ipg was explanted and replaced and the lead was capped. No patient complications have been reported as a result of this event.

Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the device reached normal battery depletion.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.